Manufacturer narrative:
The hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The device was tested with a generator and no error code was noted; however, a hissing sound was heard. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk procedure, the handpiece was only working intermittently. No case details were known.